Event description:
It was reported that two screws back out was noticed during a 1 year post op follow up. The locking mechanism appears to have broken. The patient appears to have fused. Patient currently does not have any reported complications. Surgeon's medical plan is to observe the patient.

Manufacturer narrative:
Risk assessment; the plate was confirmed by the xray provided to have a fractured locking mechanism. Manufacturing files were not reviewed because no lot numbers were provided. Per email correspondence, the patient was reported to have been fused. The probable root cause of the reported event is fatigue.

Event description:
It was reported that two screws back out was noticed during a 1 year post op follow up. The locking mechanism appears to have broken. The patient appears to have fused. Patient currently does not have any reported complications. Surgeon's medical plan is to observe the patient.